Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited an alert due to high out of range pacing impedance measurements. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the patient was checked in the clinic and the rv impedance measurements were normal; therefore, the impedances would continue to be monitored. The device also exhibited right atrial (ra) oversensing of rv signals, which were being appropriately blanked, and the ra threshold measurements were good. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited an alert due to high out of range pacing impedance measurements. Technical services (ts) discussed troubleshooting options with the healthcare professional (hcp). No adverse patient effects were reported. The device remains in service.